Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to hot humid weather. During troubleshooting with tandem technical support, the alarm was cleared and insulin deliveries were resumed. Customer's blood glucose level was 134 mg/dl.